Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when attempting to seal a very large bundle of tissue, the jaws of the device became locked in the open position, but remained on the patient tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove it. There was no patient injury.